Manufacturer narrative:
Information contained in this report was previously submitted via psr 23/apr/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of fibromyalgia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease fold and deformation. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Reason for reoperation: exchange with no complaint against the device.

Event description:
Patient reported having been diagnosed with "raynaud's phenomenon" and a "connective tissue disease or disorder," specified as "fibromyalgia." Side was unspecified, this record represents the right side. Healthcare provider reported right side device exchange with no complaint. Device has been explanted..